Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. E1 initial reporter address, city, and zip code corrected. G4 PMA/510(k) number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have failed downstream occlusion (dso) calibration, confirmed during functional testing. The cause of the customer reported problem was the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso)sensor calibration. The event occurred during testing. There was no patient involvement.